Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient last felt stimulation approximately four months ago. The patient's ipg no longer communicates with the patient programmer or charger. Surgical intervention may be undertaken to address the issue.

Event description:
Per the manufacturer's device database, the patient underwent surgical intervention on (B)(6) 2017 during which the ipg was explanted and replaced.